Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in a lower limb. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in a lower limb. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. Returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed two buckling sections on the inner lumen in the balloon. They are located at 14.5cm and another at 15cm from the tip. The microscopic examination revealed the tip is damaged and there is a pinhole in the inner lumen located at the 15cm buckling section. Blood is visible in the inflation lumen and balloon. Inspection of the remainder of the device presented no other damage or irregularities.